Manufacturer narrative:
Evaluation summary: the distal conductor was fractured in-vivo; distal segment returned and analyzed.

Event description:
It was reported that the patient received three inappropriate shocks as the right ventricular (rv) lead exhibited high impedance. A possible lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.